Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: deflation: no observed openings in the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional later reported via rga left side "any creases".